Event description:
It was reported that a stroke occurred. Tavr implant procedure was completed with the use of sentinel embolic protection device. The sentinel device was placed and removed successfully with visible debris captured and no patient injury reported. Two (2) days post procedure, the patient presented with an apparent stroke. Primary cardiologist noted the patient's cognitive function did not differ compared to baseline.